Event description:
Applied 5mm trocar (#coq04) was removed from the abdomen and was found to have a piece missing from the top of the trocar. The piece was retrieved from the patient's abdomen and no harm was done to the patient.